Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the device through endoscope working channel and wire guide to desired position, and ready to deployment while found out the stent cannot be deployed. User retracted the deivce and found out there is kink at around 10cm from distal end. User changed to a new one to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Updated on 9dec2025. Was the product inspected for damage before use? (Kinks etc) yes. Details of the wire guide used (diameter, type, make)? Metii-35-480. What endoscope type and channel size was used? Olympus jf-260v. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? No. If altered please indicate the procedure type (e.g., cholodochojejunostomy) n/a. What was the length and diameter of the stricture? Long 3cm diameter 0.2cm. Was the safety wire removed? If yes, at what point was it removed. No. Was the stricture dilated before stent placement? N/a, yes, no? Yes. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes was resistance encountered when advancing the wire guide to the target location? No. Was resistance encountered when advancing the delivery system to the target location? (If resistance was felt how did the physician deal with the resistance encountered? Not answered. What was the position of the elevator during advancement? Down. What was the position of the elevator during attempted deployment? Down. Was the directional button pressed during use? Yes. Was the yellow marker kept in view during attempted deployment? Yes. Was a stent previously placed at the same or adjacent location? (If yes, was the complaint stent placed in the stent that/was already in situ?) No. Did any part of the stent contact the patient's anatomy when the complaint occurred? Yes please provide tracking information of the returning device. Unavaialble yet. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, yes, no (if yes, please specify what was observed and where on the device it was observed.) No.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2242881 involved in this complaint was returned for evaluation, without its original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 07jan 2026. The following was observed in the lab: visual inspection: safety wire returned in place. Direction button in deploy position. Red marker before point of no return. Break observed on flexor at clear section approx 12cm from white tip. Functional inspection: handle actuating fine for deployment and recapture. Unable to deploy stent. The reported failure was observed. Manufacturing records: prior to distribution, all evo-fc-10-11-6-b devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-6-b of lot number c2242881 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2242881. Instructions for use and/label: it should be noted that the instructions for use (B)(4) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Clinical image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to challenging patient anatomy. During device advancement, a tortuous pathway may have caused the introducer to kink, as noted in the complaint description: ¿user retracted the device and found a kink at approximately 10 cm from the distal end.¿ it is also possible that this kink created a structural weak point which subsequently resulted in a break during transportation to cirl. This condition would have prevented successful stent deployment, as reported. Additionally, the position of the endoscope elevator may have contributed to the failure. The flexor could have been pinched by the elevator, creating a localized stress concentration that weakened the component and led to kinking during deployment. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, stent cannot be deployed. Confirmed quantity, (B)(4) device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed to challenging patient anatomy. During device advancement, a tortuous pathway may have caused the introducer to kink, as noted in the complaint description: ¿user retracted the device and found a kink at approximately 10 cm from the distal end.¿ it is also possible that this kink created a structural weak point which subsequently resulted in a break during transportation to cirl. This condition would have prevented successful stent deployment, as reported. Additionally, the position of the endoscope elevator may have contributed to the failure. The flexor could have been pinched by the elevator, creating a localized stress concentration that weakened the component and led to kinking during deployment. Complaint is confirmed based on visual and/or functional inspection.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 13-feb-2026